Event description:
Device issue: none. Adverse event: vasospasm/arterial rupture. Onset of adverse event: during procedure. It was reported that during the procedure in the left anterior descending artery, during deployment of the xience v stent, vessel spasm, followed by vessel rupture occurred at the location of the stent. Bypass surgery was successfully performed, and the patient was discharged four days post-procedure. There was no adverse patient sequela. Though requested, additional information has not been provided.

Manufacturer narrative:
(B)(4). The reported perforation and vasoconstriction (coronary artery spasm) are listed in the instructions for use as known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.